Event description:
It was reported that the laparoscope, gynecologic experienced scope communication error code e218. There were no reports of patient harm.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code b31 occurs and no image was displayed, the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reported failure could not be determined. The most probable cause of the additional malfunction scope communication error code b31 and no image was broken video cable. However, the most probable cause for damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.